Manufacturer narrative:
Field change: b5, h6.

Event description:
It was reported that the wire inside tubing around the pump and reservoir were coming out of it. Device would not inflate. Patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Tubing was unraveled and 21cm cylinders were implanted.

Event description:
It was reported that the wire inside tubing around the pump and reservoir were comin out of it. Patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Tubing was unraveled and 21cm cylinders were implanted.

Manufacturer narrative:
Field chane: b5, h6.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). Tubing was unraveled and 21cm cylinders were implanted.